Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure:painful hardware it was reported that on, post op, locking screw backed out of the plate at c6. Patient was symptomatic resulting in explantation. The patient reportedly had complications and the backed out screw was suspected as the source of pain. The patient underwent revision surgery which resulted in the removal of the hardware.